Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) misinterpreted supraventricular tachycardia (svt), with ventricular rates falling within the ventricular tachycardia (vt) zone, and delivered an inappropriate anti-tachycardia pacing (atp). Programming changes were done. There were no patient consequences.